Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4: UDI g3 g6 h2 h3 h6 h10 corrected: h1 visual examination of the returned product identified the tip of the hex driver to be fractured. The fractured piece was not returned. Scuff rings are present around the shaft near the tip. Discoloration spots were observed on the grip. The connector is scuffed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the torque screwdriver tip broke while tightening the cone trial. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the driver in a bio-hazard bag with some bio-debris to the device. It cannot be confirmed if the tip is fractured from the picture. Part and lot cannot be identified as well. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.